Event description:
During a laparoscopic myolysis procedure, a karl storz myoma fixation instrument was allegedly used. After the instrument was removed, the tip was found missing. X-ray confirmed the piece was inside the fibroid. Open surgery performed to remove the fibroid along with the instrument tip inside it.